Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the flexibility adjustment ring and grip were scratched. The grip packing ring was loose. The plug unit was dirty and the circuit board unit in the scope connector was discolored due to water leakage. Coating of the connecting tube was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material on the plastic distal end cover and the bending section cover glue was broken with foreign material in the gap. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.